Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device via 6fr sheath, after a percutaneous coronary intervention procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures were attached to the needles when the plunger was removed¿ was not confirmed as not all components were returned for analysis. A posterior foot break was noted, the foot was not returned with the device. The location of the foot is unknown. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The analysis of the returned device found a posterior foot break, the foot was not returned with the device. The location of the foot is unknown.